Event description:
Health care professional called to inform advanced sterilization products that three(3) patients post colonoscopy complained of abdominal cramping, fever and diarrhea. Reference MFR reports: 2084725-1998-00005 and 2084725-1998-00006.